Event description:
It was reported that a spectrum pump has a constant air in line alarm when no air is present. It was also reported there was no pt injury.

Manufacturer narrative:
MFR ref no: (B)(4). The device was returned to baxter and evaluated. The device was received inoperable due to a constant air in line alarm caused by a failed upstream sensor. Upstream sensor current readings were found to be below spec. With low ultrasonic readings it would make the pump more sensitive to air. The upstream sensor was replaced.